Event description:
The circulator was unable to get the set to fill with fluid. It was noted that there was a leak from the transducer cylinder. This malfunction prevented the console to proceed to the treatment cycle. A new set was obtained and the procedure was completed without incident. No injury to the patient.